Event description:
It was reported that, approximately a year and a half ago, the pt underwent a sling procedure for the treatment of urinary incontinence. Following the surgery, the pt awoke in the recovery room and complained of pain in their legs. A few hours later, the pt was able to get up and go home. The pt continued to experience pain. At nine days post operative the pt presented to the e.r. And was prescribed a nerve pain medication. The pain continued. Two months post operative, half the tape was removed. At six months post operative, the other half of the tape was removed. The pt continues to experience pain and is incontinent.